Manufacturer narrative:
The device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion of investigation.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery, two devices did not open. It was reported that the middle portion of the first device did not open. The entire system was removed and the "tip" of the device was found deformed. It was further reported that several maneuvers were performed to open the device. A second device was used and the middle segment also did not open, as there was "torsion" noted. The device was removed and a new device was placed without any issues. The distal landing zone was 3.61 mm and the proximal was 4.77 mm.

Manufacturer narrative:
The pipeline flex device was returned for evaluation within a microcatheter and approximately 0.1 cm of the pipeline braid was parti ally deployed out of the catheter tip. For further examination the pipeline flex was pushed out of the catheter with slight resistance. The pipeline braid was found to be fully open with the distal end having moderate fraying and dried blood. No other anomalies were observed. Based on the analysis findings the clinical observation could not confirmed. We are unable to definitively determine the cause of the event. The possible cause of the device not opening could be a result of the damaged braid. However, the cause for the damage could not be determined information received from the same report as MFR: 2029214-2016-00345.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.